Event description:
Per the surgeon, it was reported that the patient experienced an infection around the abutment site.

Manufacturer narrative:
This report is submitted on april 30, 2021.

Event description:
Per the clinic, the patient experienced draining and tenderness around the abutment which was successfully treated with antibiotics (mode of administration unknown).